Event description:
It was reported that during the implant procedure, the helix could not be extended or retracted. Also reported was the impedance value at 4000 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) device returned with the lead stretched, so the inner tubing buckled and prevented the helix from functioning properly. Also noted was the stylet was stuck in the lead - distal coil.